Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient initially was very happy with the coverage and was getting good relief provided by their implantable neurostimulator (ins). Their pain physician discontinued the patient's medication. The patient now felt that they were not getting good pain relief and wanted it explanted. The procedure was described by the physician as "patient wants device explanted for own personnel reasons". Reprogramming was offered to the patient but they refused. The physician agreed to explant the ins system. The indication for use of the device was noted as spinal pain. The patient status at the time of report was noted as "alive - no injury". If additional information is received, a follow-up report will be sent.